Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
The patient had 2 leads (from the same lot) implanted. It was reported the patient experienced ineffective stimulation. X-rays were taken and indicated lead migration. Both leads were subsequently explanted and replaced. Postoperatively, the patient reported receiving effective therapy.